Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified vein. A 5.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation and was inflated two times at 18 and 15 atmospheres respectively. However, during the second dilatation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 5-40/75 mustang balloon catheter. No patient complications were reported.